Event description:
It was reported that the patient lost consciousness with hypoglycemia event. The patient's blood glucose levels declined to an unspecified level while wearing the pod for 25 hours. Patient reported he did not know what his bg (blood glucose) level was until he regained consciousness, and at that time it was 85 mg/dl. The patient reported his physical therapist was at his house for a session and noticed he was not responding correctly cognitively or physically, so they called ems (emergency medical services). Symptoms reported include cognitive changes, hypoglycemia, loss of consciousness and difficulty with moving his legs. The patient only recalled being treated with carbohydrate containing foods (mini muffins) and the pod being removed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.